Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured at 6 atm for 3 seconds on the 1st inflation. The ruptured balloon was removed from the patient completely. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole leak in the middle of the balloon. A visual and microscopic examination observed no damage to the markerbands, tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found a kink at the strain relief. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured at 6 atm for 3 seconds on the 1st inflation. The ruptured balloon was removed from the patient completely. No patient complications were reported and the patient's status was good.